Manufacturer narrative:
Continued e1 (phone number): (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding implanting physician and clinic, device explant, device return, and patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported 'suspect of rupture' diagnosed by ultrasound. Device remains implanted. This record relates to left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, broken assessed as unidentified (tear) and missing assessed as inconclusive. (Shell thickness was within specification). ¿ double capsule : unable to observe since it is a medical event and is not related to the device. ¿ granuloma : unable to observe since it is a medical event and is not related to the device. No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported 'suspect of rupture' diagnosed by ultrasound. Healthcare professional additionally reported "the capsule around the implant appears intact. After opening the capsule, viscous sticky silicone is emptied. The silicone implant within the capsule is ruptured throughout the lower pole. A double capsule has formed within the capsule around the silicone implant. The capsule is thickened and in places hard as cartilage. Silicone granulomas are found within the capsule itself." Device was explanted and replaced with non-abbvie product.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported "the capsule around the implant appears intact. After opening the capsule, viscous sticky silicone is emptied. The silicone implant within the capsule is ruptured throughout the lower pole. A double capsule has formed within the capsule around the silicone implant. The capsule is thickened and in places hard as cartilage. Silicone granulomas are found within the capsule itself." Device was explanted and replaced with non-abbvie product.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Double capsule: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported 'suspect of rupture' diagnosed by ultrasound. Healthcare professional additionally reported "the capsule around the implant appears intact. After opening the capsule, viscous sticky silicone is emptied. The silicone implant within the capsule is ruptured throughout the lower pole. A double capsule has formed within the capsule around the silicone implant. The capsule is thickened and in places hard as cartilage. Silicone granulomas are found within the capsule itself." Device was explanted and replaced with non-abbvie product.